Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed a perforation on the back wall of the proximal inner shaft under the manifold, opposite of the inflation lumen. No tools are inserted in the manifold inflation port during catheter assembly; therefore, it is extremely unlikely that an inner damaged during assembly would line up directly with the inflation port on the manifold. Although the exact root cause of the reported damage cannot be determined; it is probable that the perforation was caused by a needle/syringe system or guidewire used during preparation of the device. The device presented no evidence of any material or manufacturing deficiencies. Therefore, a root cause of handling has been assigned to this investigation.

Event description:
It was reported that during preparation of the balloon catheter, a leak was observed. There was no patient involved.

Event description:
It was reported that during preparation of the balloon catheter, a leak was observed. There was no patient involved.